Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure or adverse patient outcome and medical records provided have been limited to the implant operative report and implant tracking log. A sample was not returned for further evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Event description:
Per information provided by the patient's attorney and implant operative report: on (B)(6) 2009 the patient was diagnosed with pelvic organ prolapse and underwent an abd sacrocolpopexy with implant of a bard/davol "marlex" flat mesh, right salpingectomy, lysis of adhesions, burch colposuspension, abd repair of eneterocele, rectocele and cystoscopy. Per the implant operative report details, "a 2 x 10 inch marlex mesh (davol flat) graft was attached to the posterior vaginal wall using non-bard/davol cv2 gore-tex. The mesh was wrapped around to the anterior vaginal wall using a third suture to try and keep any of the mesh away from the course of the sigmoid, since there was very little space in this patient's pelvis. The mesh was then attached to the non-bard/davol ethibond sutures in the presacral area where there was no tension on the mesh." Attorney alleges unspecified adverse patient outcomes associated with use of device.